Manufacturer narrative:
(B)(4). This unit is currently in house at a (B)(6). The results of investigation are currently pending. Once available, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator shuts on and off. It is unknown if there was any patient involvement associated with this reported issue.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service center. The service technician was not able to duplicate the customer's reported issue during testing and evaluation. The service technician ran the ventilator for 72 hours with no issues. The service technician performed general and power checkouts with no reported problems.